Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited two suspicious episodes, which occurred on 12/28/04. The episodes appear to have mixed atrial and ventricular oversensing of sharp artifact on the atrial and ventricular channels. No other episodes of this type have occurred since.